Event description:
It was reported that the insulin pump had a few cracks in it and that it did not vibrate. The blood glucose reading was 8.6 mmol/l. The caller stated that the crack ran down the front of the esc button down to the reservoir compartment. The caller did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire. The device had cracked battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratches on the display window.